Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a spike in pacing impedance and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.